Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the scrub nurse fired the er320 instrument for pre-loading and the jaw was broken. There was no consequence to the pt.